Manufacturer narrative:
Medwatch field d9 was updated. The reporter's meter and test strips were provided for investigation where they were tested along with retention test strips using quality control materials customer's test strips (qc range = 2.5 - 3.7 inr): test 1: 3.1 inr test 2: 3.1 inr retention test strips (qc range = 2.3 - 3.5 inr): test 1: 3.0 inr test 2: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6) . The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter. The customer used a new finger for every test. At 11 am, the result from the customer's meter was 2.5 inr. At about 11:30 am, the result from the doctor's non-roche meter was 1.7 inr. About 2 minutes later, the result from the customer's meter was again 2.5 inr. About 1 additional minute later, the result from the doctor's non-roche meter was again 1.7 inr. Some minutes later, the result from another patient of the doctor's roche meter was 1.7 inr. The therapeutic range was 2.0-3.0 inr.